Event description:
This lv lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical service on 11/08/2016 stated high outputs on lv lead. The physician was dr. (B)(6) at (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).